Event description:
The customer reports: "the cvc luer-lock connection (brown head) was broken". Additional information was received indicating the patient condition was "fine".

Manufacturer narrative:
(B)(4). The customer returned a three-lumen cvc and a lidstock for analysis. Signs-of-use in the form of biological material was observed inside the distal extension line. Visual examination of the returned sample revealed that the medial extension line was separated directly adjacent to the luer hub. Microscopic examination revealed that a portion of the extension line was still inside the luer hub. Additionally, the point of separation appeared jagged and rough edges, which is consistent with damage when undue force is applied to the line. The medial extension line from the juncture hub to the point of separation measured 111mm, which is consistent with the nominal value of 110mm per the catheter product drawing. The medial extension line inner and outer diameter were measured and were found to be within specification. A manual tug test confirmed that the proximal and distal extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The customer report of extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The medial luer hub was separated from the extension line. The point of separation appeared rough and jagged, indicating that undue force was applied to the extension line during use. The sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional user error (undue force) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Additional information requested regarding patient condition. No additional information received at the time of this report.

Event description:
The customer reports: "the cvc luer-lock connection (brown head) was broken".